Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they received a no delivery alarm during bolus. Blood glucose at the time of the call was 140 mg/dl. Troubleshooting was provided but the alarm recurred. Nothing will be returned for analysis.